Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for the ilet bionic pancreas was damaged after being chewed by a dog, and a replacement charger was shipped. Symptoms included no patient symptoms or blood glucose issues. Outcomes included no impact on health and no hospitalization. Investigation included customer interview and review of device use. Investigation of this case revealed physical damage to the external charging accessory consistent with user environment damage, with no pump malfunction or alerts. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.